Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.